Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead revision on (B)(6) 2018 (please see MFR. Report #: 1627487-2018-09328) was abandoned due to the physician was unable to implant the leads due to patient anatomy. The physician attempted to enter the epidural space in 5 different locations, but was unsuccessful in gaining access to the epidural space. The physician suspected scar tissue present.